Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare power toothbrush caught on fire while charging. No injury or property damage was reported.

Manufacturer narrative:
Box e: initial reporter additional information: reporting address, correction: reporter country. Report source (rfb) correction.

Event description:
Additional information and correction: initial reporter information.